Event description:
During follow-up, sensing parameters were very low and different from implant. Device was removed from service. No patient complications have been reported as a result of this event.